Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the patient thought she had a (B)(6) infection in her surgery site when they replaced the pump. No further complication had been reported.